Manufacturer narrative:
On december 13, 2021, mentor received additional information indicating that the patient was also diagnosed with bilateral breast asymmetry during the revision surgery on (B)(6) 2021. Breast asymmetry on the left breast will be reported under mrn: 1645337-2021-14107 this medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient had undergone bilateral removal and replacement on (B)(6) 2021. The replacement devices were the following: (right) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 9622534 sn: (B)(6) and (left) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 9622534 sn: (B)(6) . Reason for device explant and/or reoperation: capsular contracture on (B)(6) 2021, the mentor failure analysis lab received the two devices for evaluation. Since the right and left device both have the same lot numbers, and it was not specified which device belonged to the right side, both implants were investigated. On (B)(6) 2021, the product investigation was completed. Device investigation summaries: (device 1) the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg 400cc returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implant capsules and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. (Device 2) the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg 400cc returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implant capsules and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two 400cc mentor memorygel breast implants, suffered right breast capsular contracture (baker grade IV), post-procedure. The capsular contracture was diagnosed via physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.